Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a thread-like matter in the plastic part of the collection needle. To aid in the investigation, one sample with no packaging blister or plastic shield, and seven photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. The filter needle appears to have residues of a solution that has been crystalized. The same effect of a crystalized residual is adhered to the bottom part of the inner wall of the needle hub. Four of the photos provided show the sample received. Two of the additional photos show a light-colored string located at the bottom of the needle hub, and then the string on the outer wall of the needle hub. The last picture shows the crystalized solution in the needle hub. No other information could be obtained from the photos. No other defects or imperfections were observed. A device history record review was completed for provided material number 30521104, lot 3158849. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Event description:
It was reported that thread-like matter has appeared in the plastic part of the collection needle.

Manufacturer narrative:
Initial MDR with device evaluation. It was reported there is a thread-like matter in the plastic part of the collection needle. To aid in the investigation, one sample with no packaging blister or plastic shield, and four photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. The filter needle appears to have residues of a solution that has been crystalized. The same effect of a crystalized residual is adhered to the bottom part of the inner wall of the needle hub. The four photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 30521104, lot 3158849. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.